Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) patients sugar was 560mg/dl [blood glucose increased]. The push button on the pen would not fully retract back after "0" after administering dose. [Device malfunction]. Case description: this serious spontaneous case from the united states was reported by a consumer as "patients sugar was 560mg/dl(blood sugar increased)" beginning on (B)(6) 2024, "the push button on the pen would not fully retract back after "0" after administering dose.(device component malfunction)" beginning on (B)(6) 2024, and concerned a female patient who was treated with novopen echo (insulin delivery device) from 2022 for "device therapy", current condition: type 1 diabetes mellitus(duration not reported). Treatment included - novolog flexpen(insulin aspart) . On (B)(6) 2024, the patient experienced blood sugar of 560mg/dl (blood glucose) due to the push button on the pen would not fully retract back after zero after administering a dose. As a treatment patient administered with novolog flexpen and was recovered. Batch numbers: novopen echo was requested. On (B)(6) 2024 the outcome for the event "patients sugar was 560mg/dl(blood sugar increased)" was recovered. On (B)(6) 2024 the outcome for the event "the push button on the pen would not fully retract back after "0" after administering dose.(device component malfunction)" was recovered.

Event description:
Case description: action taken to novopen echo was reported as no change. Investigation results: product name: novopen echo. Batch: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigations results were added. Imdrf codes (b, c, d and g codes) were updated. Device malfunction updated to "no." Narrative updated accordingly. Final manufacturer's comment: 03-sep-2024: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary investigation results: product name: novopen echo. Batch unknown. No investigation was possible, because neither sample nor batch number was available.